Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker device previously had 7.5 years remaining longevity. During the recent device check the device showed two years longevity and the pacing percentage was at 82 percent. Boston scientific technical services (ts) was uncertain of the cause for drop in battery longevity and discussed to send data disk for engineering analysis. Engineering analysis showed that during implant, the pulse generator's (pg) right ventricular (rv) output was programmed to 7.5 volts 1.5 milliseconds (ms) which resulted in an average power for the pg. The device was then reprogrammed to use auto capture and when programming parameters were changed within a session, the programmer performs an alternative longevity calculation based on nominal device performance for the programmed parameters; the pg's own average power was not used. This average power will continue to fall over the next few weeks and the longevity projection will increase. To date, the device remains in service. No adverse patient effects reported.